Manufacturer narrative:
The subject ues-40 was not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject ues-40 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the endoscopic resection for the prostate gland and bladder polyp of an 88 year-old patient with a cardiovascular disease using ues-40, the output error of the bipolar cut mode of the device concerned occurred frequently. Therefore, the user facility could not resect lesions efficiently. The user facility changed the procedure of the bipolar cut mode using the device concerned to the procedure of the monopolar cut mode using the device concerned, and completed the procedure. The user facility infers that the bipolar coagulation mode of the device concerned was being operated normally. The device concerned has been repaired twice in the past.there was no report of the patient injury other than above.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-01900. The olympus local service engineer checked the subject ues-40, and confirmed there was no irregularity. There were no further details provided. If significant additional information is received, this report will be supplemented.